Manufacturer narrative:
(UDI) and (510k) are unknown; no additional information was provided. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No lot number was provided; therefore, a device history record (DHR) review could not be completed. The sample was received in used conditions without its original packaging. Visual inspection: the sample was visually inspected at a distance of 12 inches under normal lighting; there was a tear on the tube. Functional test: a leak test was performed; the breathing circuit did not pass the test. The most probable root cause of the issue was deemed to be manufacturing-related. Action(s) taken to mitigate the reported issue(s): a corrective and preventative action has been opened to address the reported issue.

Event description:
It was reported that, after establishing a connection of the product and when performing a pre-use air leak check on it, air leaked from the part where a scotch tape was affixed. No patient injury was reported.